Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/27/2017 with the following findings: a review of the black box showed evidence of a short battery life with a 24 count voltage drop leading to a call service replace battery alarm. The battery cap and compartment were undamaged and were able to fit securely. Moisture corrosion was found in the battery canister. A leak test was performed and failed due to a display lens leak. The rewind, load, and prime steps were performed successfully. No further moisture was found to the printed circuit board. All currents were within specifications. The short battery life complaint was unable to be duplicated. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.